Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery - high impedance- the device was returned, analyzed and analysis of the device revealed high battery impedance.

Event description:
The device was returned after being explanted due to reaching the elective replacement indicator (eri). The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.